Event description:
It was reported that during the implant procedure, the pacing lead exhibited high and unstable thresholds, high impedance, and had d is lodged. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.